Event description:
A call to technical services on 10/18/2011 states that this rv lead is being revised for an unknown reason. No other information is available. The physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).